Manufacturer narrative:
The events of capsular contracture, baker grade unknown and seroma(late) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: due to recall.

Event description:
Patient representative reported patient experienced ¿firmness, capsular contracture,¿ baker grade not specified, ¿fluid,¿ ¿suffered debilitating physical pain,¿ ¿deep chest pain¿ and ¿suffered from left breast pain, left arm pain,¿ ¿loss of quality of life,¿ ¿mental suffering,¿ ¿suffered emotional distress, anxiety,¿ ¿emotional distress from the fear of developing bia-alcl after already previously having cancer,¿ ¿continues to suffer from mental stress, anxiety, worry, humiliation, fear, concern and other personal ¿ hardship due to the continuous fear of developing bia-alcl,¿ ¿stress and anxiety,¿ ¿suffered, or will suffer, painful removal procedures to mitigate the risk of developing bia-alcl, as well as any treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants, the potential for the development of bia-alcl, and any condition or symptoms associated with bia-alcl or the prevention of that issue.¿ patient representative also reported patient experienced ¿depression,¿ ¿confusion,¿ ¿disfigurement,¿ ¿disability¿ and ¿fatigue;¿ these events are not related to the device. Device was explanted with ¿en bloc capsulectomy." This record is for the left side.